Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure. According to the initial report from the complainant, the needle tore through the sheath while they were performing the bronchoscopy. The device was able to be removed from the patient, and from service. A second excelon transbronchial aspiration needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. On (B)(6), 2012, a medwatch form was received from the complainant, which references this complaint. The event description on this medwatch form is not the same as what was initially reported. According to this form, the tip of the transbronchial aspiration needle broke off during use. Attempts to clarify what occurred have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.